Event description:
It was reported that this pacemaker detected high out-of-range pacing impedance measurements on the right ventricular (rv) channel. There was no noise observed. The pacemaker was reprogrammed, and the patient will be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and in service. Additional information received indicates a rv lead out of range impedance measurement of greater than 2500 ohms, with a consequent polarity switch to unipolar, was observed. Subsequently, the patient underwent a revision procedure, and their rv lead was surgically abandoned (it remains implanted but out of service) and replaced without incident. Per the cardiologist's decision, the patient's pacemaker was also replaced during the procedure. Besides intervention, no other adverse patient effects were reported. At this time, there is no indication of product return.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker detected high out-of-range pacing impedance measurements on the right ventricular (rv) channel. There was no noise observed. The pacemaker was reprogrammed, and the patient will be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and in service.